Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2014 with the following findings: battery compartment is cracked. The crack runs between the grip and the battery cap. Evidence of moisture damaged noted in the battery compartment. Performed leak test. Pump failed leak test due to cracked battery compartment. With pump opened no other moisture damage was evident. Due to moisture damage in battery compartment pump will not power up. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.